Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported 3 patients over time this year, 2 from another doctor noted unknown dermal filler in 2 peri orbital that formed granulomas over 2/3 years. Biopsy was not provided. Hcp had to surgically removed the nodules. Hcp also had their own patient with juvéderm® filler in the nasolabial fold (nlf) - which dissolve with hyaluronidase. Symptoms on going. This is the same event and the same patient reported under patient identifier: (B)(6). This emdr is being submitted for the suspect product, juvéderm® filler in the nasolabial fold (hcp's own patient).